Event description:
Information received with return of the explanted device notes that the patient was pacemaker dependent and that when the patient showed slow rhythm, undersensing was documented.~~~~~~~~~